Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they experienced low glucose values which resulted in emergency 911 being called 3 times in a week. The patient stated their blood sugar was so low that they bottomed out. There is no allegation against the device as the patient's transmitter was being replaced and the patient was waiting for a new one. No additional patient or event information is available.